Manufacturer narrative:
Additional information: an event of ischemic stroke was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On (B)(6) 2021, an ischemic stroke was reported. An echocardiogram was performed and no intracardiac thrombus or thrombus on annuloplasty ring have been found. The patient did experience some confusion. The physician stated the cause of the ischemic stroke is unknown and there is no certain correlation with the procedure or with the annuloplasty ring. There was no medical intervention performed and the patient was reported to be in stable condition. The patient doesn't have a history of strokes but has a history of medically treated hypertension and long-standing persistent atrial fibrillation (af). Due to the proximity to the implant procedure, this event is to be conservatively reported as the cause of the stroke remains unknown. ((B)(6) pmcf; (B)(6)).